Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage. Event log history was performed and showed that no errors were recorded in history. During analysis, the customer's concern regarding over infusion was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Review of the most recent infusion in the event log indicates that the pump was started (B)(6) 2018 9:14:00 pm to deliver 100ml of medication at a rate of 69ml/24hrs. The infusion ran uninterrupted completing on (B)(6) 2018 8:02:00 am reservoir volume empty. Duration was 34 hours 47 minutes, delivering 100ml of medication without alarm. Indications are the pump infused as programed with the infusion running longer than overnight. No problem found with the delivery of the pump. Based on the evidence, the complaint was not confirmed, and no problem was found.

Event description:
Information was received that the cadd legacy pump the patient refilled the cassette last night at 9 pm and this morning the pump beeped as the cassette was empty. She reports feeling light headed. Informed her we will replace her pump and have nursing come out to assess technique. Pt was advised to go to hospital since she may have overdosed her medication. Pt switched to back up pump after malfunction. Fault occurred while in use with patient. Product issue did not cause or contribute to pt or clinical injury. Dose 10 nkm, frequency continuous, route: intravenously. Dates of use 2018 to current. Infusion is life sustaining. No reported longterm adverse effects.